Event description:
Customer claims the unit has power, but no alarm tone when pressure is released from the pad. No patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the alarm unit has no alarm tone when powered on. All of the unit buttons are stuck and the battery spring is bent. (B) (4).